Event description:
Pt rec'd tmj christensen total joint device bilaterally. Scheduled to receive custom joints but an error was made on the order so stock devices were installed instead even though pt has a small mouth structure. Pt's body is producing a lot of bone in the jaw joint area causing the jaws to fuse shut until there is no jaw opening. During a recent surgery to remove bone around the implant, the bone had set on a blood vessel in the brain. After surgery, pt had the appearance of a stroke victim. Pt had facial paralysis and disfigurement, lost hearing, has gold in right eye lid so it will close, has had surgery to stop mouth from drooling and to keep the food in when eating, developed metal allergy and gets hives for no apparent reason. Skin is discolored on right side of face to a blue/gray color. Pt currently taking 5 mg methadone twice daily and vicodin as needed along with ice packs to control pain.